Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed on (B)(6) 2013 during implant. It is unknown if this was a generator replacement surgery or a full vns system implant and whether or not lead replacement occurred. The device was not programmed off after observing the high impedance. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.